Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd angiocath¿ IV catheter had droplets on the surface of the cannula.

Manufacturer narrative:
Investigation: bd was able to verify the returned device sample had droplets of silicone on the catheter present. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. The root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the catheter siliconization process. A corrective action project has been initiated to investigate the issue. A review of the device history record was completed for the lots 7172785 regarding tests to verify "foreign matter/ visible silicone" and no records were found that could lead to the claimed defect.

Event description:
It was reported that a bd angiocath¿ IV catheter had droplets on the surface of the cannula.